Event description:
An associate contacted baxter (B)(4) regarding a leak from a transfer set when the twist clamp was closed, while in use. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and the root cause could not be determined. The sample was not returned for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.